Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following the implant of an intraocular lens (iol), the patient experienced 'poor vision'. The lens was exchanged during a secondary procedure. Additional information was requested.

Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution is dried on the lens. The lens is cut into multiple portions, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge, with a handpiece. Two viscoelastics were indicated; only one is qualified for the lens/cartridge combination used. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported event. Power and resolution testing could not be conducted due to the extensive optic damage. Information was provided that the multifocal non-toric 23.0 diopter, +2.50 add power lens model was replaced with a multifocal non-toric 22.5 diopter, +2.50 add power lens model. The manufacturer internal reference number is: (B)(4).